Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic module sensor error. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e3, g2, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and installed a new fiber optic module to resolve fiber optic module error. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.